Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the physician encountered balloon removal difficulty which resulted in a dissection to the left main. The lesion being treated was located in a 99% stenosed, moderately calcified, severely tortuous lima graft to the diagonal artery. An iq wire and ebu 3 guide catheter was inserted and a 2.0 maverick balloon was used to pre-dilate the vessel. The 3.0x16mm taxus express2 drug eluting stent was deployed at 14 atms for 30 seconds. The appropriate deflation technique was used, but the balloon was unable to be removed from the stent. The physician performed a second infation to 10 atms, used the same deflation technique, but balloon removal was still unsuccessful. The ebu guide catheter was advanced into the lm towards the stent, in the diagonal. Several attmepts were made to pull the balloon out of the stent and after about five minutes the balloon was successfully withdrawn. The balloon was completely deflated upon removal. The lm was severely dissected and treated with a 3.0x20 taxus stent. Patient condition was reported to be satisfactory.